Event description:
It was reported that tip was coming off the catheter when they looked through a scope for a bleeding patient. The catheter was removed without incident and another was used to successfully complete the procedure. The patient's condition is good. Upon evaluation it was noticed that the tip with the needle guide tube detached. The device has been received, evaluated and retained by this manufacturer. The engineering evaluation indicated that the tip and the needle guide tube were detached, this was confirmed. The guide tube was bent. The cause of the tip detaching could not be determind. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.